Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced with isometrics in the clinic. All other electrical measurements were stable. As the patient was asymptomatic to the event and no inappropriate tracking occurred, no intervention was performed; the physician elected to continue monitoring the patient.